Event description:
While attempting to defibrillate a pt (age & gender unk) the device failed to discharge at 200 and 300 joules settings. The device was then charged to 360 joules and delivered energy to the pt successfully. Complainant did not indicate that there was any advese effect to the pt due to the reported malfunction. Complainant indicated that the device was removed from service and tested at the facility's biomed department and the malfunction was unable to be duplicated.